Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that approximately a month after this system was implanted, the patient was diagnosed with a surgical pocket hematoma and infection. At the time, a pocket revision was performed and the patient received antibiotics to treat the issue. However, the infection progressed. As result, the patient underwent a revision wherein the entire system was extracted. A physician stated the patient is not dependent and would likely receive another system after the infection clears.